Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and with strip insertion. All results were within range specification and no errors were observed during control solution testing. Meter did not shut off during testing. The complaint is not confirmed.

Event description:
Customer reported her adc blood glucose meter sometimes turns off before she can apply blood to the test strip. Customer further reported that approximately two weeks prior to calling adc customer service on (B)(6) 2017 she experienced ¿tremblers, dizziness and cold sweating¿ so she self-presented to a hospital. At the hospital, customer was diagnosed with both hypoglycemia and anxiety. Customer reported being given an unspecified ¿pill¿ under her tongue, determined in follow-up to be for her anxiety, and also noted being given an unspecified injection. Customer declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed in section 7 is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter sometimes turns off before she can apply blood to the test strip. Customer further reported that approximately two weeks prior to calling adc customer service on (B)(6) 2017 she experienced ¿tremblers, dizziness and cold sweating¿ so she self-presented to a hospital. At the hospital, customer was diagnosed with both hypoglycemia and anxiety. Customer reported being given an unspecified ¿pill¿ under her tongue, determined in follow-up to be for her anxiety, and also noted being given an unspecified injection. Customer declined to provide any further information. There was no report of death or permanent injury associated with this event.